Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller only had minor scratches. Also warranty seal was broken. Functional evaluation revealed that the controller did not function as intended. All ablation and coagulation output voltages were not able to be tested due to the coag was not responding. The complaint was verified and the root cause was determined to be associated with an electrical component failure. Factors which can lead to internal component damage includes: (1) there may have been a loose foot control assembly or wand connection to the controller which could have caused non-functionality or (2) an issue with the other concomitant devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that the foot pedal was not working. There was a surgical delay greater than 30 minutes. Procedure was completed with a back-up device. No patient injury reported.